Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately 24 hours after the right ventricular (rv) lead was implanted, high thresholds were noted. The rv lead was re-positioned, re-programmed and remains in use. No patient complications have been reported as a result of this event.